Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl-(B)(4)

Event description:
Subsequent to the initial MDR, additional information is being added. It was reported that a damaged wire (detached from the device) occurred. The sensor was inserted into the arm on (B)(6)2024. A photograph was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.